Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side capsular contracture baker grade unknown with "the pathology report reports silicone leaked". Healthcare professional later reported "right side capsular contracture baker grade iii, the device was malpositioned and pathology reported the patient had silicone present." The device has been explanted.